Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015 and there was an incident of refractive surprise. Shallow anterior chamber associated with excessive vault was noted. The lens remains implanted.

Manufacturer narrative:
Based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This device is manufactured in the u.s. But is not marketed in the u.s. (B)(4). A lens work order search revealed there were no similar complaints found within the work order. Lens implanted.